Event description:
A surgeon reported that the knives are not sharp. The surgeon is unwilling to provide any additional information. However, there was no harm or injury to the patients involved.

Manufacturer narrative:
The customer did not return product sample for evaluation. Therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. (B)(4).